Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The described therapy on (B)(6) 2021 was not saved because of the device alarm 2111. The reason for the device alarm 2111 could not be clarified. The complaint could not be confirmed. Based on the device history files, no malfunction could be detected. The reason for the device alarm 2111 could not be clarified. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to the customer: "received phone call from cgh bme madeline on (B)(6) enquired on history logs file for a reported underinfusion blood transfusion case. History logs downloaded and noticed history from between (B)(6) - (B)(6) was not available and multiple device alarm 2111 was occurred based on device alarm logs. As confirmed with bme (B)(6), user did not report any fault for da2111 previously. Date of incident: (B)(6) 2021, time: 0405hours, meds: red blood cells, vtbi: 292mls, rate: 73ml/hr, last pm was done (B)(6) 2020 (next due (B)(6) 2021). Nurse attended to pump when it alarmed (pre empty) discovered the infusion was not complete (left approx. Half in the bag) based on the video provided. User reported the case on next day morning during office hour to bme. Patient's condition remains unchanged, nil complication as confirmed with bme."